Event description:
It was reported that nine days after the left ventricular (lv) lead was implanted, the patient had an echocardiogram that confirmed cardiac tamponade and the patient was in "extreme distress." The patient had an emergency pericardiocentesis. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.